Event description:
After the valve was placed, the neurosurgeon changed the pressure setting lower but the pt's ventricle did not become smaller. Therefore, the customer removed the valve and implanted another valve.